Manufacturer narrative:
Due to the missing product, the investigation is restricted to traceability of manufacturing and quality control data. Miethke can assure you that all products are manufactured by qualified staff and individually tested before they are placed on the market. Based on the product documentation, a defect at the time of delivery of the ventricular catheter can be excluded. The traceability indicates that the catheter was in perfect condition at the time of shipment. A meaningful analysis/ final conclusion is only possible with a sample. The photo from the customer and similar complaints where samples were available indicated damage caused by sharp instruments during the preparation. No other complaints regarding this batch are reported. No further actions are required as a result of the complaint.

Event description:
It was reported that during the preparation the ventricular catheter (part of #fx824t) was broken off. The complained product is not available for investigation. Another shunt was opened and no delay or other complications were reported as a result of the malfunction.